Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and migrated. During a routine follow up, a sales representative noticed ventricular pacing appeared to capture the patient's right atrium. An x-ray was taken and the physician confirmed the rv lead had dislodged and migrated into the tricuspid valve (tv) leading to inappropriate capture. As a result, the rv lead therapy was programmed off. The rv lead remains implanted. No adverse patient effects were reported.